Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, there was an incomplete staple line after firing the device. The surgeon used a new device to complete the case. No pt consequence reported.